Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that leakage occurred during use with a unspecified bd needle. The following information was provided by the initial reporter, "caller reported insulin leaking out from syringe and needle connection." 2 occurrences were reported. 1 of 2 complaints. This report is for the issue with the needle. Another report has been created for the syringe.